Event description:
It was repoorted by a customer in (B)(6) that, an 840 ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineering (cse) evaluated the device, and verified the malfunction. The cse replaced the inspiratory printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).